Manufacturer narrative:
Manufacturer investigation conclusion: a direct relationship between the device and the reported cardiomyopathy and subsequent patient outcome could not be conclusively determined through this investigation. The death was not device related, and the device operated as expected. No autopsy was performed, so the device will not be returned for evaluation. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cardiomyopathy on (B)(6) 2021.